Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # v104403, implanted: (B)(6) 2009, product type lead; product ID 3986a, lot # n067032, implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had lost a lot of weight and was hospitalized out of town for a couple of months prior to the report. The patient was out of the state for over a month and did not have their charger so they didn¿t charge. This weight loss had led to coupling issues since their implantable neurostimulator (ins) began to move around in the pocket. The clinician programmer and recharger both showed poor telemetry when a manufacturer representative tried to interrogate the ins. An overdischarge was suspected. An antenna locate was attempted but this did not resolve the issue. The recharge statistics were pulled and they showed that the last recharging session was (B)(6) 2000. The patient had tried to recharge on (B)(6) 2014. The device had gone through a power on reset (por) at some point. It was noted that this might be the patient¿s third overdischarge. The manufacturer representative had tried 3 physician mode recharges and the ins was still not communicating with the recharger. Eventually the patient was able to charge their battery and they were able to get all 8 coupling bars. The patient was instructed to keep their battery charged up. There was no power on reset (por) code to clear. The patient was getting good therapy at the time of the report. There were no patient symptoms reported.